Event description:
It was reported that the patient never had therapeutic effect. It was also noted that the implantable neurostimulator (ins) possibly was not installed correctly as it was very high and hooked on the patient¿s clothing all the time. The device was explanted for these reasons. The patient wanted to donate the external devices. Upon return of the desktop charger (dtc), analysis found the connector pins to be broken. The cable assembly was replaced. C300. Upon return of the patient programmer, analysis resoldered the antenna jack as a preventative measure. C200. Upon return of the recharger, the complaint was unverified. No issues were found during bench testing. C100. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, and how the patient was doing following explant. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 355531, lot# n345009, implanted: (B)(6) 2012, product type: screening device; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37761, serial# (B)(4), product type: recharger; product ID 37761, serial# (B)(4), product type: recharger. (B)(4).